Event description:
An implant card was received indicating that the patient underwent generator replacement due to battery depletion, near eos - yes. It was reported that the explanting facility does not returned explanted devices unless there is a suspect product issue; therefore the generator will not be returned for analysis.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient's mother states he has had seizures more frequently. It was noted that patient has been worse regarding his drop attacks, has average of 10 per month. The vns settings were adjusted. Clinic notes dated (B)(6) 2013 noted that the patient was being evaluated for poor control of his seizures. The patient was referred for generator replacement. The patient reported that the patient experienced a sudden increase in weight at the same time of the increase in seizures. The physician reported that he recommended weight management for the patient and requested generator replacement. Surgery is likely, but has not occurred to date.